Event description:
Pt came in the office for post op follow up; presents with pocket stimulation. Sensing and capture thresholds have not been performed yet. The pt was sent for x-rays and an EKG. Programmed to nominal outputs a & v 3.5v 0.45ms bipolar.